Manufacturer narrative:
The investigation for the reported arrhythmia, delivery issue, positioning issue has been completed. No product wa returned for review. The root cause of tharrhythmia was unable to be determined due to insufficient clinical details. The cause of the delivery issue and positioning issue was determined to be patient condition as the patient had moderate to severe aortic stenosis (as) preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was implanted with an impella cp smart assist per protocol. However, the patient had moderate to severe aortic stenosis (as), making the positioning difficult. Single access was obtained and percutaneous coronary intervention (pci) was performed with stent placement. The team was able to wean levophed and removed the peel away sheath at the end of the procedure. The reposition sheath was inserted and the impella was repositioned. The pump was deep; however it was the best placement that had minimal ectopy. The family made the decision to make the patient do not resuscitate and care was withdrawn. The patient ultimately expired.